Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular lead displayed high out of range shock impedance measurements. It was thought the issue was due to a lead fracture, however further lead integrity testing was recommended. The measurements have gradually increased during the past year. In addition, noise and oversensing was noted on the shock electrogram. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service.

Event description:
Additional information was received. At this time, this system remains monitored and no further updates were available.